Manufacturer narrative:
Evaluation of the returned t27 driver found that approximately 4mm of the tip had fractured and separated from the device. The remaining most distal portion appears to have been bent/twisted in a clockwise direction, associated with the final tightening process. The t27 set screw driver (87134) is design to be used in conjunction with the torque limiting t-handle which delivers the proper amount of torque to the set screws within the arsenal polyaxial screw. Once the proper torque is achieved an audible click will be heard indicating the screws are properly seated and no additional torque can delivered.

Manufacturer narrative:
The returned instrument is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Surgeon was torqueing down set screw and tip of driver broke off.